Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was evaluated by a field service engineer and the customer's complaint was confirmed based on the results of the investigation, a definitive root cause could not be determined. However, after the field service engineer adjusted settings, the issue was resolved. It is likely that the user changed the setting of the disinfectant solution counter or date/time settings of the subject equipment, and the equipment incorrectly detected the number of times or days of disinfectant solution use had been exceeded. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the endoscope reprocessor lcg (liquid chemical germicide) light stayed on after changing the acecide. The issue occurred during reprocessing of the device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.